Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. Lens rotation was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.